Event description:
Blade seized up during surgery and the end of the blade was shedding. Changed to another type of blade and finished surgery. Additional information confirmed bursa was being resected. Shedding occurred very close to the start of the case. The debris was nearly all removed, but still unsatisfactory to the surgeon.

Manufacturer narrative:
(B)(4).